Event description:
I have chronic inflammation and swelling. I also have chronic fatigue. I have inability to recover from workouts. I have unexplained weight gain. I have chronic headaches. I have tested positive for platinum toxicity. FDA safety report ID# (B)(4).